Event description:
It was reported that, "the arthroplasty was revised due to tibial loosening. The tibial and femoral components were revised. The components were implanted in situ for 4.6 y. The pt presented with a score of 4 three months prior to revision surgery and maximum score of 2." Reported device was implanted in 2004 and explanted in 2009.

Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor additional info is available from the research facility.